Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hypoglycemia and was unconscious and that paramedics had to show up. Customer stated that the blood glucose level went down to 20 mg/dl and then 130 mg/dl, ate a hamburger and fries and took insulin for the fries and then had a small fruit after which the blood glucose level went down again. Customer reported that reservoir lip ring was broken but the reservoir was able to lock in place when inserted in the insulin pump. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.